Event description:
It was reported that no communication could be established with the device due at implant of a left ventricular assist device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received in the lab, the device was interrogated with the programmer and communicated normally. Bench testing has shown that an lvad that is proximate to the device can degrade telemetry performance. It is probable that close proximity of the lvad caused interference with the inductive telemetry link that is needed to establish communication between the programmer and the device. An automated test system was performed and no anomalies were detected.